Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer reseated all connections and checked the wiring. The cubicles were inspected, and hardware testing was performed using the diagnostic application. All row boards tested good with no issues found. The customer tested the system, and service was successfully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 1.1 and 1.2 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.